Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis the device would not interrogate intermittently and failed uplink testing, however when its cable was replaced with a known, good one the device did interrogate and passed functional testing. It was additionally noted that the retainer was broken and the main printed circuit board was contaminated. The device was to be scrapped. (B)(4).

Event description:
The radiofrequency programmer head was returned as it was no longer needed and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.